Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery spatula involved with this complaint and completed the device evaluation. The reported complaint was confirmed during failure analysis. The instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. Pitch cable breakage occurs when tensile load exceeds the ultimate strength of the material. The pitch cable construction is designed to optimize load and fatigue (cycling) characteristics. Variation in customer use conditions, procedure type, patient anatomy, product handling, instrument tip lengths, grip torque, and manufacturing tolerances are a few variables which can influence pitch cable failure. Additional observations were found during failure analysis but were not reported by the customer. The instrument was found to have mechanical indentations on the monopolar yaw pulley. The instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.053¿ - 0.178 in length and were not aligned with the tube axis. The root cause of scratch marks /abrasions instrument main tube is typically attributed to the misuse/mishandling. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the instrument log for the permanent cautery spatula (470184-13/n10200803 0051) was performed. The instrument was confirmed to be used on the provided event date. The alleged event occurred on the 4th use. The instrument was last used on (B)(6) 2021 on system (B)(4). There is no indication that the instrument was used in subsequent procedures after the alleged event reported on this record. Image review: the alleged complaint of "broken wire" cannot be confirmed upon review of the provided image the customer provided an image of the instrument log. The root cause of the failure mode confirmed through subsequent failure analysis. Based on the information provided at this time, this complaint is being reported due to the following conclusion: this instrument is designed with two pitch cables each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. The customer reported complaint does not itself constitute an MDR reportable event; however, the broken pitch cable found during failure analysis could cause or contribute to an adverse event if the malfunction were to recur.

Event description:
It was reported during a da vinci-assisted surgical procedure, the instrument had a broken cable. The site used a new instrument to resolve the issue. The procedure was completed with no reported injury. The customer is unable to release patient demographic information for this event. Intuitive surgical, inc. (Isi) has attempted to obtain patient medical history, pre-existing medical conditions, or tests/laboratory data specific to the incident, but the clinical sales representative (csr) stated the information is unknown,